Manufacturer narrative:
The device was later explanted for normal battery depletion. Another boston scientific crt-d was successfully implanted. The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Event description:
--

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was in storage mode due to low battery voltage. Analysis determined that the device met expected longevity predictions as described in labeling. The device was programmed out of storage mode to verify therapy. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device was unable to charge and deliver a full energy shock due to the low battery voltage and the increased cell impedance at the end of life. The device was programmed to 5 joules (j) and the device was able to charge and deliver a 5 j shock. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) reached end of life (eol) over one year ago. Current monitoring voltage is 2.2 v. The device is in storage mode. Technical services (ts) discussed that the device probably reached eol due to charge time. Mv for the device to go into storage mode is 2.15 v. Ts discussed that the battery may have recovered a little while in storage mode. Device replacement is planned. Ts discussed being conservative and not using cautery while opening the pocket and disconnecting the defibrillation-1 negative pin first. No adverse patient effects have been reported.